Event description:
The hospital biomedical engineer reported the unit was failing pre-operational testing. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) and reported the exhalation valve was not passing testing. If the exhalation valve is open or leaking, it may result in a sustained open event with the exhalation system open to atmosphere and unable to provide a pressurized breath. Pse advised the customer to replace the exhalation valve to correct the reported problem.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.